Event description:
It was reported, "today we have performed a peg, once again using avanos's kit. I was located at patient's stomach and did every step very slowly and carefully. We've also used a lot of vaseline in the tube and in the bumper. We have had no problems in the proximal and medial portions of the esophagus, but in the gastro esophagus transition we have had a deep laceration (patient had level a esophagitis). The assistant have clipped the laceration and the patient is fine. Hemoclips to close the lesion were needed, the patient is stable at the moment.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30351040 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 04 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.